Event description:
A customer reported to baxter product surveillance of an unknown primary set with a concurrent flow when using an unknown secondary set. This condition occurred at an unknown process step. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.